Event description:
It was reported that the patient underwent revision surgery sixteen months post initial right total knee arthroplasty due to aseptic loosening of the right tibial component. During the revision synovitis and osteolysis were noted. The tibial component was grossly loose and had completely deboned from the cement interface. Patella was retained all other components were revised without complications. No additional information is available.

Manufacturer narrative:
(B)(4). D10: 110034355, refobacin bc r 1x40 us, lot: ay26ci2901. 00598605701, stemmed nonaugmentable tibial component option cr/ps/lps size 7 for cemented. Use only, lot: 64030673. 00596401752, femoral component option size g right compatible with lps-flex prolong, lot: 64226461. 00596405010, articular surface size gh 10 mm height "use with plate 7, lot: 65054651. 00597206535, all poly petella standard cemented size 35 mm diameter 9.0 mm thickness, lot: 65341213. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10, h11. Prothesis components have been returned to warsaw site. Visual examination of the returned products did not identify cement residues on the tibial component. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Reported event was confirmed by review of medical records. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.